Event description:
The pt underwent an interventional procedure. The cardiologist attempted arteriotomy closure using a prostar xl 8fr device. Resistance was encountered to deployment. After partial deployment, the cardiologist, using fluoroscopy, found that three of the needles had advanced more than the posterior medial needle and the sheath had kinked. The posterior medial needle jumped track. When he attempted backdown, the proximal end of the posterior medial needle punctured the sheath and vessel wall. The device was manipulated and the needles backed down and redeployed several times in an attempt to remove the device. The pt was taken to surgery for device removal. Surgery was successful and the pt recovered without further incident.